Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchaser reported there was no phacoemulsification power and no aspiration during a cataract extraction with intraocular lens implant procedure. The case was completed using an alternate handpiece. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on january 20, 2010. Based on qa assessment, the product met specifications at the time of release. There was no problem found with either of the handpieces onsite. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece were manufactured on september 28, 2010. Based on qa assessment, these products met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. There was no problem found with either of the handpieces or the system. Therefore, the root cause of the reported event cannot be determined conclusively (B)(4).